Event description:
It was reported that failure to recapture distal filter and device break occurred. A sentinel cerebral protection system (cps) was selected for use for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The patient anatomy contained severe tortuosity of the subclavian artery and brachial artery. The sentinel cps was advanced inside the patient. The distal filter could not be deployed. The articulating distal sheath was noted to be broken, and the distal filter could not be slid at all. The filters were noted to be fully retracted when removing, however, it was further reported that the distal filter was unable to be captured. Attempts to gain clarification on how the distal filter was unable to recapture when it was also reported to fail to deploy and be removed with the filters fully retracted, however further clarification was not received, therefore this event was conservatively reported. The physician suspected a possible cause of the event was the patient's severe tortuosity of the subclavian artery and brachial artery. The tavr procedure was completed with a new sentinel device. No patient complications were reported.